Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, and the superior vena cava (svc) defib lead impedance was beyond the expected upper range. Svc defib impedance rises from an approximate baseline of 65 ohm to greater than 100 ohms on a single day, (B)(4) 2013, and then recovers to baseline. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013.

Event description:
It was reported that there was an alert for high superior vena cava (svc) impedance on the right ventricular (rv) lead. It was also noted that there was an acute rise in rv thresholds since implant to a high level, the r waves had dropped post implant, and sensing was poor. Fracture was suspected. It was also reported that the left ventricular (lv) lead was not functioning. There were high lv thresholds and the lead had dislodged. The rv and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d204trm, implantable cardioverter defibrillator (ICD), (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2013. (B)(4).